Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing a dialysis treatment which included a polyflux 170 h dialyzer. Approximately 30 min into the treatment, a leak coming from the bottom of the dialyzer was observed. The amount of fluid loss was estimated as 10-20 ml. The customer reported a crack in the dialyzer and the leakage continued the entire treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.